Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: kne-oss-bearings-unk; p/n: unk, l/n: unk, kne-oss-femorals-unk; p/n: unk, l/n: unk, kne-oss-tibial trays-unk; p/n: unk, l/n: unk, kne-oss-assembly-unk; p/n: unk, l/n: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01529. 0001825034 - 2020 - 01531. 0001825034 - 2020 - 01533. 0001825034 - 2020 - 01534. Product location is unknown.

Event description:
It was reported that the patient underwent an initial orthopedic salvage procedure on an unknown date. Subsequently, the patient is scheduled for a revision at an unknown later date due to possible fracture of the implant and instability. No additional patient consequences were reported.